Manufacturer narrative:
Device received with no button response at bolus, esc, up arrow and down arrow button due to flattened dome switch and unlocked connector on lcd board noted. Unable to verify e35 alarm due to keypad not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was unknown. Customer was unable to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the back-up plan. The insulin pump will be returned for analysis.